Event description:
It was reported that the patient presented to the emergency room after receiving several inappropriate shocks due to oversensing, and there was high impedance of greater than 1500 ohms. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.